Event description:
During review of the patient's programming history on (B)(6) 2016 it was observed that on (B)(6) 2015, the patient underwent generator replacement surgery and the day of the patient's replacement surgery, the device was interrogated, then a system diagnostic was performed and resulted in high impedance. It is unclear if this is due to the device already being explanted, however when the replacement generator was implanted diagnostics were within normal limits. The therapeutic consultant who was at the surgery indicated that if there was no high impedance reported prior to surgery then he is almost positive that it was explanted and was interrogated to get the device's settings to reprogram the new generator. That's where it indicated high impedance. This has not been confirmed though.

Event description:
Further review was conducted of the programming data from surgery regarding the explanted suspect generator (m103 sn (B)(4)) and implanted generator (m105 (B)(4)). It was discovered that the high impedance for the explanted generator was registered approximately four minutes following diagnostics resulting in 2333 ohms on the implanted generator. This information indicates that the generator was already replaced on the lead, as the new implanted generator registered a value for a system diagnostic that could only occur on an implanted lead. Additionally, the values did not change significantly between the diagnostics run at that time and the following ones approximately 1 and 20 minutes later. The downloaded internal device data on the explanted generator was reviewed. It showed that the last automatic impedance check prior to surgery, performed the day before, showed that the impedance was within normal limits. The previously reported high impedance likely occurred after the generator was already disconnected from the lead. No additional pertinent information has been received to date.